Event description:
The account alleged that the bed was showing a heartbeat failure and the left coiled cable was cut. No injury reported.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.